Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37601, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator.

Event description:
A consumer whose indication for use was parkinson's dual and movement disorders reported that they had infection and their device was removed. Additional information received from the consumer on march 16 2016 reported that they started experiencing symptom of infection on (B)(6) 2015. It was indicated that from the start, they could feel the implant in their chest. It swelled up and was visible. The health care provider was able to draw 3 large vial of fluid around the area of infection. The infection has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.